Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Diopter: +20.00. (B)(4). Method: lens work order search. Results: a lens work order search revealed no similar complaint within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece +20.00 diopter lens in the patient's right eye. After the lens was inserted into the eye, the physician noticed a tear in the capsule bag. The lens was removed and a non-staar anterior chamber lens was implanted. The reporter stated it is possible that during the irrigation aspiration, the bag tore, but the physician could not see it until he had inserted the lens into the eye. After surgery the physician asked the patient if he could see and the patient answered, "he could not see anything." The patient went to see a retinal specialist. The reporter said the retinal specialist said "the patient had a central retinal artery occlusion." The patient is now able to see. The patient will see the retinal specialist again in a few weeks. The patient did not have an pre-existing conditions.

Manufacturer narrative:
Upon review of the device history record, there was nothing found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Visual inspection of the returned product found pieces of the lens optic and one haptic torn off and missing. The lens was returned in liquid. Based on the complaint history, work order search, medical review, device history record review and the product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review. Result code(s): 2(failure not detected) : upon review of the device history record, there was nothing found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Visual inspection of the returned product found pieces of the lens optic and one haptic torn off and missing. The lens was returned in liquid. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, medical review, device history record review and the product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method code(s): (actual device evaluated): product evaluation worksheet - lenses. Result code(s): (operational problem): visual inspection of the returned product found pieces of the lens optic and one haptic torn off and missing. The lens was returned in liquid. Method code(s): (process evaluation): device history record review. Result code(s): (no failure detected) : upon review of the device history record, there was nothing found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, medical review, device history record review and the product evaluation, a specific root cause of the event could not be determined. (B)(4).